Manufacturer narrative:
There was no excessive "no delivery" alarm during testing. The pump passed rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump not administering bolus. The customer states they have been having high blood glucose levels despite set changes. The customer's blood glucose level at the time of incident was 249mg/dl. The customer states they treated with set change and manual injection, but their levels dropped to 48mg/dl. The customer treated the low with juice. The customer declined to troubleshoot and requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.